Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that chronic elevated threshold measurements and noise, causing inhibition of pacing, were observed on the right ventricular lead. In (B)(6) 2017, brief reproducible noise episodes were observed in clinic, the device was reprogrammed. The noise episodes were not resolved by the programming changes and the threshold measurements were rising. The patient was asymptomatic. The lead was capped and replaced during generator change procedure on (B)(6) 2017. The patient was discharged in stable condition.